Event description:
Pt 6 of 6. No tissue ingrowth into cuffs, and so catheters were falling out in many pts. MFR was contacted and MFR indicated that it might be the silver impregnation in the cuffs put in to prevent bacterial infection that is causing the catheters to fall out. So MFR changed the silver impregnation, but the rptr indicated that they are still having the same problems. Dialysis catheters by other MFR's have been used and rptr does not have a problem with them.